Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available.

Event description:
It was reported that the patient's blood glucose level rose to 331 mg/dl, while wearing the pod between 37 and 48 hours. The pod reportedly detached from the leg, causing the cannula to dislodge. As treatment, a new pod was placed.